Event description:
The patient reported that earlier during his therapy, he was at 1700 mcg/day of medication and was not having relief from spasticity. He provided that his doctor decided to move the catheter to another position, so one month ago, he went through surgery to have the catheter repositioned. Since that time, he stated that he had no spasticity; however, he was experiencing bowel incontinence. He said that his hcp reduced his dose of medication to 900 mcg/day in 2007. The patient was encouraged to contact his hcp and monitor his symptoms following the dosage decrease. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.